Manufacturer narrative:
Investigation in progress. Devices remain implanted at this time and there is no additional information available.

Event description:
It was reported by a patient that their knee implants were making "an audible clunking sound." The surgeon was unsure as to why the noise occurred.